Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump did not pass the self test. The customer¿s blood glucose level 117 mg/dl. Customer reported that the insulin pump had hard ware low level error alarm. Customer was able to clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete insulin pump rewind. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, occlusion, sleep current measurement, active current measurement tests; it failed self test. Device was programmed with a test guardian link transmitter and a glucose sensor simulator. Device connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No unexpected sensor errors or connection anomalies noted. Self test returned an unexpected pump error 63. Pump error 63 is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly. No unexpected audio or vibrate anomaly or absence of alarms were noted during testing.